Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator. Additional information was received, that per the physician's assessment the hematoma was located in the epidural, and was caused by bleeding during the procedure.

Event description:
A report was received that following epidural placement of the paddle the patient woke up unable to move their legs. The patient was taken back into surgery and a significant hematoma was found. The physician reported that the procedure took four and one-half hours, which may have caused or contributed to the issue. The physician did not suspect device malfunction. The physician explanted the system and the patient¿s leg function returned.

Manufacturer narrative:
D4 expiration date : ni.

Event description:
A report was received that following epidural placement of the paddle the patient woke up unable to move their legs. The patient was taken back into surgery and a significant hematoma was found. The physician reported that the procedure took four and one-half hours, which may have caused or contributed to the issue. The physician did not suspect device malfunction. The physician explanted the system and the patient¿s leg function returned.